Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Hilips received a complaint by the customer on the v60 indicating that a battery failure occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer stated the unit was giving the error code for the battery failure. The remote service engineer (rse) provided the customer with the part number of the power management (pm) printed circuit board assembly (pcba) to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.